Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed that intraocular lens got stuck in the cartridge, almost exploded into the eye when forced to push in, patient had experienced significant pain and lens ruptured the posterior capsule. Additional information has been requested.